Manufacturer narrative:
Unit had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test or verify communication to bg meter due to unresponsive button. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, a test reservoir was installed, and did not lock in place due to complete broken reservoir tube lip, missing o-ring reservoir tube, and cracked case at reservoir tube window corners. (B)(4).

Event description:
The customer reported via phone call that the top of the reservoir compartment was chipped off. The customer had to use tape to hold the reservoir in. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.